Event description:
It was reported that a pt underwent a radical prostatectomy procedure on (B) (6) 2009. During the procedure, when the surgeon was performing urethral anastomosis, the needle broke. There was no retained needle and no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Result: rep sample of the returned product was evaluated and the results obtained were in conformance with the requirements. Conclusion: no device failure detected and the rep sample was within specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.